Event description:
T was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using lyumjev brand insulin, tandem technical support provided off-label insulin messaging. The customer initially resumed insulin then was able to change supplies and continued to use the pump.